Manufacturer narrative:
It was reported the customer performed testing with the original sample to check precision and the results were around 4 ng/l. Reportedly the customer alternated positive and negative samples and the results were within the customer's specification. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for one patient tested on a cobas e 601 module. The customer performed testing with an aliquot from the primary sample tube. It was reported the sample had floating debris. The patient's initial troponin result was 3 ng/l with a data flag. The patient's repeat troponin result was 15.97 ng/l. The customer reported both results to the patient's doctor. The patient had a new sample collected and tested. The patient's new sample had a troponin result of 3 ng/l. The troponin reagent lot number was 56661100 with an expiration date requested but not provided.

Manufacturer narrative:
The troponin reagent lot number was 56661100 with an expiration date of 31-mar-2023. A general reagent or instrument issue could be excluded. Based on the provided data, the investigation determined the issue was consistent with an unknown preanalytical handling issue.